Event description:
Per the clinic, the patient reportedly has a decrease in performance due to chronic middle ear infections. The patient underwent myringotomy 2008, and was administered antibiotics (type not reported) for the infection. A CT scan 2008, indicated the device is in the proper position.

Event description:
Three endeavor resolute rx drug-eluting stents (2.25 mm x 14mm, 2.50mm x 14mm and 3.50mm x 15mm) (ref MFR report# 2953200-2010-00674, 2953200-2010-006765 were inserted into a pt for treatment of a left main and lad. Lesion morphology was reported as small calcified diffusely diseased coronary arteries with significant stenosis of the left main, proximal cx and lad/origin diagonal. The lad/diagonal were dilated with goba (balloon only). Following pre-dilatation the 2.25 mm diameter x 14mm length stent was implanted at the proximal cx. Stents were implanted in the left main and origin lad, followed by post dilatation to 4mm. There was a good angiographic result. The post operative course reported episodes of chest pain, troponin rise, heart failure and collapse after seven days. It is reported that the pt had an emergency re-catheterization. The main arteries were open but no filling of the small side branches were observed. It is reported that the pt died a week later. An autopsy was performed which showed extensive myocardial damage. Foreign material was noted to be in the collateral arteries. Devices not rec'd for eval.

Manufacturer narrative:
(B) (4). (B) (4).